Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077381.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to facility policy to send to pathology.